Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update 11 feb 2015 - der rcvd. Added dor, patient height, weight and activity level, surgeon and sales rep info and added stem and sleeve. Cup and stem remained in situ.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege that pt was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2009. Pt has experienced groin pain, elevated levels of metal ions in the blood, and problems sitting and standing. Pt has not yet scheduled a revision surgery.